Manufacturer narrative:
Unit received with software error alarm loop during power up, problem isolated to mother board. Unable to perform self-test and displacement tests or verify button error alarm or keypad button anomaly due to software error alarm. However, unit had corroded up button keypad trace during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a recurring button error alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.